Event description:
Per the clinic, the patient experienced poor performance with the device use since activation due to improper placement of the electrode array in the cochlea since initial implantation on (B)(6) 2025. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.